Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported the scorpio patella clamp was not functioning properly while attempting to compress the implant patella.